Event description:
Information provided states that patient had two level artificial cervical disc replacement surgery in (B)(6) 2014. Pt complained of persistent and therapy-resistant pain in his left arm since the beginning of 2022. On examination, sensory and motor deficits for the c7 nerve root on the left were found. X-ray images reveal loss of height in both implants and partial dissolution of the core of the superior endplate of disc at c6/7. The devices were explanted on (B)(6) 2022.

Manufacturer narrative:
The build lhr for ffg 0031-10 1449 acd855 was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications.